Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the patient had presented with angina due to the previously reported restenosed unspecified rx xience prime stent. The abbott vascular returned goods lab also received the reported 3.0x23 rx xience with the stent implant stationary on the balloon between the markers; it was not loose on the balloon as reported. Additional information received indicated that the correct complaint device was returned and the stent may have been shifted back into position prior to return; there had been no resistance felt and no force applied during withdrawal of the 3.0x23 rx xience xpedition stent system. No additional information was provided.

Manufacturer narrative:
(B)(4). The unknown rx xience prime mentioned is being filed under a separate manufacturer report number. Concomitant products: guide wire: tgv; guide catheter: axess; stent: unknown rx xience prime. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The loose stent was not confirmed; however, the stent damage was confirmed. The failure to advance/cross, difficulty/resistance during withdrawal, and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.0x23 rx xience xpedition stent delivery system (sds) was advanced toward a non-calcified, concentric, 90% stenosed, de novo lesion in the moderately tortuous distal right coronary artery (rca), however, the sds failed to cross through a previously implanted 90% restenosed unspecified rx xience prime stent in the mid rca. Upon withdrawing the xpedition sds, resistance was felt and it was noted that the stent implant had shifted proximally and the stent struts were flared at the proximal end. Reportedly, the 3.0x23 rx xience xpedition may have been damaged by the previously implanted unspecified rx xience prime stent. The lesion in the distal rca was ultimately treated via placement of a non-abbott stent. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.